Manufacturer narrative:
Additional contact: (B)(6) general hospital. (B)(6). One epidural flat filter, catheter connector epifuse epidural- luer and catheter clear closed end were received decontaminated and in used condition. Under visual inspection, it was noticed that the catheter was cut above its printed marking. It was also noticed that the diameter of the tubing near the cut area was thinner which indicates that catheter was stretched. The condition of the returned catheter showed that the most likely cause of the issue is that the customer did not follow the instructions for use of the product.

Event description:
Information was received indicating that a smiths medical portex epidural continuous tray catheter was found broken outside the patient's body after two days of usage. The patient was inject04/09ed with analgesic at a fixed time every day. There was no patient injury.